Event description:
Literature: gisquet e. Cerebral implants and parkinsons disease: a unique form of biographical disruption soc sci med. 2008;67(11):1847-1851. Summary: with the inevitable rise in cerebral implants, it is essential that patients therapeutic, social, and personal consequence be taken into account when being treated. A total of 30 patients were interviewed, one third prior to surgery. It was reported that patient's stimulator "has stopped three times. Stimulator stops every time he uses electrical equipment" the effects would return when stimulator shut off and he had to go the hospital.